Event description:
It was reported through the patient registry that 9 days post transfemoral tavr procedure, the patient expired while at home. Medical records were requested, however, to date, the cause of death remains unknown. Source documents provided from the tavr procedure indicated that following deployment of the 23mm sapien valve, transesophageal echocardiogram (tee) revealed only trivial aortic regurgitation. His hospital course was complicated by postoperative access site bleeding that required repair, transfusion of two units of packed red blood cells and discontinuation of lovenox; this issue resolved. Post operative atrial fibrillation was managed with a cardizem drip with spontaneous conversion back to sinus rhythm without recurrence. No other events were reported for this patient and none of the reported events were related to the sapien valve.

Manufacturer narrative:
Per the device¿s instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include but are not limited to death (procedure-related, device-related, or unknown). In this case, despite investigational attempts the cause of death remains unknown. There is no evidence the death was related to the edwards valve. There are multiple potential causes for the reported event, including the patient¿s age, and complex medical history as noted above. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.